Manufacturer narrative:
Model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number: 16720441/ 17007741, model/catalog description: artisan lead 70 cm. The explanted devices was not returned to bsn they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was not experiencing adequate pain relief. The patient underwent an explant procedure.

Event description:
A report was received that the patient was not experiencing adequate pain relief. The patient underwent an explant procedure.